Event description:
A (B)(6) old male pt's wife contacted zoll customer support to report that the light on the pt's battery charger was blinking red with a slash, indicating a problem. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (blinking red with slash/problem with charger) has been confirmed. Upon eval, there was a fault while charging a battery. The cause of the battery fault is a defective power unit. The root cause of the defective power unit cannot be positively identified. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.